Event description:
It was reported that that the patient with this right atrial (ra) lead was found to have the right atrial automatic threshold (raat) test detected as programmed amplitude or suspended and high out of range pacing impedance with measurements greater than 3000 ohms. Technical services (ts) reviewed the data and confirmed the atrial impedance spiked to measurements greater than 3000 ohms, additionally noisy signals were observed. Ts indicated that a potential root cause could be a lead fracture. Consequently, this ra lead was explanted, successfully replaced, and was confirmed to be fractured. No additional adverse patient effects were reported. This product has not been returned for analysis.